Manufacturer narrative:
Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient that they have a 20cc stomach catheter. The patient states they have had to have it changed recently, as the bulb on the catheter was deflated. They stated that this the second time this has happened and the catheter would not come out, they had to "yank" it out. No patient injury reported. On (B)(6) 2018 it was reported by the patient that it is unknown when the bulb deflated on the catheter. Device was removed last week. When the device was removed it was stated that the bulb was black around the bottom.